Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for multiple insulin pump error and power error. Customer stated that internal power source in the pump was unable to charge and notification light did not immediately stop flashing. Customer was able to complete pump rewind but did not pass self test. Customer¿s blood glucose was 102mg/dl. Insulin pump will be return for analysis.

Manufacturer narrative:
Pump error alarms (variable info=3) confirmed in the insulin pump history due to broken trace on keypad assembly. Pump error due to connector resistance issue. Insulin pump programmed with active insulin and monitored and no deleted active insulin noted.